Event description:
Reportedly, the ventilator was running on battery power during use on a pt for less than 3 to 5 minutes and shut down immediately with alarm and error message "memory error". It was reported that there was no prior alarm before the shutdown alarm. The pt was manually ventilated for several minutes and switched to the back up ventilator.